Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when filling multiple cartridges. The customer was eventually able to push the insulin into the cartridge for the past event and loaded a new cartridge for the most recent event. Insulin delivery was resumed. There was no impact to the customer's blood glucose level.